Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00021-1, 3002806535-2021-00022-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items159555 and 161470. A review of the complaint database over the last 3 years has found 1 similar complaints reported with the item 154722. Risk assessment: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. Risk management report documents the estimated residual risk associated with the device within the reported event. The reported event states revision due to fall causing implant fracture. This incident has a severity score of 3 which is defined in the rmr as: prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on an (B)(6) 2020. Subsequently, a revision procedure due to implant fracture was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: oxf twin-peg cmntd fem lg PMA, catalog #: 161470, lot #: 497060. Medical product: oxf uni tib tray sz c lm PMA, catalog #: 154722, lot #: 966630. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00021, 3002806535-2021-00022. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on an (B)(6) 2020. Subsequently, a revision procedure due to implant fracture was performed on (B)(6) 2021.